Event description:
Boston scientific received information that out of range shocking impedances were noted on this device and right ventricular lead. It was noted that provocation movements produced shocking impedances with higher measurements. A save to disk was sent to technical services for review. At this time the device and right ventricular lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed the save to disk and noted that the information was passed on to engineering for an in depth review of the out of range shocking impedances measurement, as currently it appears that the shocking impedances are within normal range. Technical service also discussed assessing the root cause of this issue by testing varies configurations and performing defibrillation testing to ensure successful defibrillation. At this time the device and lead remains implanted. Should additional information became available this investing will updated.